Event description:
It was reported that the insulin pump had a frozen display and unresponsive buttons. Troubleshooting was performed, but the issues were not resolved. Nothing further was reported.

Manufacturer narrative:
Intermittent button response due to corroded keypad traces. The insulin pump was monitored. No frozen display anomaly noted. No scrolling numbers noted.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.